Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: the reported event of a kink on the centrimag motor¿s cable was confirmed. The returned centrimag motor (serial number (B)(4)) was inspected and was observed to have been kinked upon arrival. Due to the observed kink, the motor was deemed to no longer be safe for patient use, as the kink was not repairable. The motor was scrapped as a result. The root cause of the damage to the motor¿s cable was unable to be determined through this analysis. Review of the device history record for centrimag motor s/n (B)(4) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the motor cable was kinked and was not repairable. The motor was scrapped from patient use and returned for evaluation.